Event description:
Rptr had breast implants placed 9/18/95. 9/24/92 doctor's visit for hair loss, mouth sores, swollen lymph nodes and fatigue. Often sick. 6/4/93 implants removed after discovery of right side rupture. Left lymph node biopsy showed foreign body giant cell response and silicone. Implants replaced with saline implants. From onset of problems, other symptoms developed. Flu-like feeling, burning chest, aching joints, raynaud's. Muscle aches, memory loss, numbness and loss of strength in arms. Myalgia, rash on face, dry eyes, lips and nostrils bleeding. 2/18/94 saline implants removed. Right lymph node biopsy showed granulomas. 9/94 bells palsy (left side), headaches, nausea, blurred vision and digestive problems. Some symptoms have improved. Many exist to date.